Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis manifested by vomiting, diarrhea, abdomen pain and cloudy pd fluids. The cause of the peritonitis was reported as digestive disorder due to food. The same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Three days prior to the receipt of this report, the patient had recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.